Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital (canada) informed cook on (B)(6) 2021 of an incident involving a c-ptis-100-hc-g-EU (blue rhino g2-multi percutaneous tracheostomy introducer set) from an unknown lot. It was reported that the new ciaglia blue rhino is not stiff enough to penetrate the patients when doing the tracheostomy. Upon inserting the blue rhino, it bends. No adverse effects to the patients have been reported. Reviews of documentation including the quality control, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; however, a document-based investigation evaluation was performed. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Based on the available information, cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution and there is no evidence suggesting nonconforming product exists either in house or in field. The current instructions for use [c_t_ptisg_rev4] state the following: how supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the available information, no product returned, and the results of the investigation, cook has concluded the cause of this event is component failure. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial reporter : customer (person): (B)(6). Occupation: buyer, purchasing department. PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the blue rhino dilators included in two blue rhino g2-multi percutaneous tracheostomy introducer sets bent as they were not not stiff enough to penetrate the patient(s) during insertion for percutaneous tracheostomy. The devices were placed in the trachea. For both devices, the dilators made an "s-bend" as a result of force exerted on the horn portions. This has also resulted in bending of the wire guides. Consequently, a 2nd kit had to be used both times to re-perform tracheal dilation. The blue rhino dilators were described as "more flimsy, soft, and unstable" than a comparable device. The physician was stated to be "highly experienced in performing percutaneous tracheostomies". Since using this device, the physician has had to modify their approach by using the blue rhino dilator horn to stabilize it upon insertion. They now use a "2-handed approach" to "help stabilize and guide the unstable blue rhino dilator horn with 2 hands as opposed to one". The patient(s) was hospitalized, but not as a result of this incident. No adverse effects have been reported.